Manufacturer narrative:
Follow-up #1 date of submission 05/19/2015-device evaluation: the retained cartridge has been evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a site/set/cart (air bubbles filling) issue. The reporter stated that there were air bubbles in the cartridge. The reporter stated that the patient had a blood glucose (bg) of 22mmol/l with polyuria and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and reviewed the cartridge filling technique and the customer was not using correct filling technique for the cartridge. The reason for the adverse event has been attributed to use error (the customer was not using correct filling technique).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient deciding to put a different bg value in ez bg and not use the suggested dose the pump recommended).